Event description:
Information received from the field notes that while still in the box, the device would not interrogate. Although the programmer was reset two times, interrogation was still not possible.